Event description:
It was reported that the patient presented for the implant procedure. During the procedure, the pacemaker could not be interrogated with the programmer, and an error message appeared on the programmer. The device was tested fine with pacing system analyzer (psa), yet the error message continued to appear on the programmer. The device was then explanted and replaced. After the reported device was explanted, firmware download was attempted but failed. It was noted that the device exhibited backup vvi operation upon interrogation afterwards. The patient was stable during and after the procedure.

Manufacturer narrative:
Device was tested on the bench and no anomalies were found.